Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent repair of anterior prolapse on an unknown date and mesh was implanted. On (B)(6) 2015, the patient underwent cystoscopy due to patient complaint of vesical pain. It was reported that some days before the patient had received a diagnosis of bladder stones in another medical center. It was reported that during a checkup visit done some weeks before, the gynecologist noted something rigid in the vaginal site. The cystoscopy detected a bladder stone of medium dimensions and mesh erosion and it was opined to be mesh implanted four years ago. It was reported that mesh erosion occurred at the bladder trigone site. It is expected that a lithotripsy treatment and subsequent revision to remove the mesh will be performed. It was reported that the surgeon opined a cystectomy may be necessary. Additional information has been requested.